Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found a burnt connector. In addition, the device log files were successfully downloaded and reviewed in full. A ventilator inoperable error code 88 was identified in the logs. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts